Event description:
It was reported that the day before report the patient felt the ¿vibrations¿ from their implantable neurostimulator (ins) but on the day of report there was ¿nothing¿. The patient stated that ¿it is helping¿ their symptoms and did not report any therapy issues. Initially, the patient got a poor communication screen while trying to synchronize the programmer to the ins but during the report they were able to communicate and determine that the device was on at 0.6 volts. It was also reported that the patient had a ¿muscle spasm¿ in their back the night before but it was okay at the time of report. On follow up the patient reported that they still had concerns with their device therapy but was working with their doctor. An appointment of (B)(6) 2015 was noted. They also reported that they received assistance from their doctor and the manufacturer¿s representative and had no concerns with their device therapy (an appointment of (B)(6) 2015 was noted). The patient stated that they now had a ¿new lease on life¿. Additional information received reported that there was a warm feeling at the pocket. Symptoms included intense pain since implant which intensified over time, warmth over ins, nausea, and intermittent fever since weekend of (B)(6) 2015. No redness, drainage, or swelling was observed. The patient had a fall on (B)(6) 2015, but pain was present prior to fall. Prior to implantation, patient had a nickel allergy. Stimulation was still on, and the patient was scheduled to go into the office the following day to be interrogated. Two days later, the cause was reported as sciatica and no problem with the device. Actions taken included x-rays with showed no fractures, programming, interrogation, and exam. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0pq91, implanted: (B)(6) 2015, product type: lead.